Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported their automated impella controller¿s (aic) placement signal was unreliable during a case.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 update. Corrections: d6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously selected on the initial manufacturer device report.